Manufacturer narrative:
G5:510(k)#: k102985 b4:(B)(6) 2021 the manufacturer's field service engineer replaced data acquisition board to resolve the reported issue. The unit passed required performance verification tests per philips standards and was put back into service.

Event description:
The customer called into technical support (ts) reporting that the device is displaying pressure sensor failure. The customer reported there was no patient involvement at the time the issue was discovered. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse reconnected the pressure tube to resolve the reported issue. The unit passed required performance verification tests per philips standards and was put back into service.